Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was resetting and displayed a service code 205. The cause of the resets and service code was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent connection, which was discovered through the use of a flash memory test. During the flash memory test the monitor produced a segmentation fault. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective components. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) displayed a service code 205 (av messaging data corrupt) and was resetting. The last patient to use this monitor did not report any deficiencies.